Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On march 17, 2017, it was reported that the device was not aligned and it was sliding. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6), 2012 where it was reported that the device needed preventative maintenance and the thickness lever, reciprocating arm, bearings, seal and retaining ring, throttle lever, poppet assembly, and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on april 5, 2017 revealed that the head was worn and needed replaced. The depth bar was loose and able to move from side to side. The width plates all showed signs of wear. Prior to repair, the device was outside calibration and side to side specifications at the zero thickness setting only. The motor was tested and operated below motor speed specifications. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6), 2017 which included replacement of the machined head, bearings, adjustment cam, motor, motor sleeve, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, neck piece assembly, 1 inch, 2 inch, 3 inch, and 4 inch width plates. Air dermatome, serial number 105776, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the depth bar was loose and was able to move from side to side. The root cause of the reported event was due to the loose depth bar. During the initial inspection by zimmer biomet (B)(4) it was noted that the depth bar was loose and was able to move from side to side. The issue was resolved with the replacement of the machined head, bearings, adjustment cam, motor, motor sleeve, o-ring, poppet housing, spring seal, external e-ring, reciprocating arm, neck piece assembly, 1 inch, 2 inch, 3 inch, and 4 inch width plates. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer has indicated that the product will not be returned to zimmer biomet surgical as it will instead be returned to (B)(4) repair facility. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not aligned and it was sliding during surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.